Manufacturer narrative:
H4: the lot was manufactured between august 27, 2019 - august 28, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo identified residual fluid inside the bladder of the device. Due to the nature of the sample, no additional testing could be performed. Therefore, the reported condition could not be refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The device had been filled with 5000mg fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.